Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It is assumed that the pt was explanted in early 2009 and re-implanted with a cochlear implant; however, this has not been confirmed yet.